Manufacturer narrative:
Efforts to obtain additional details regarding this lead were unsuccessful. This product issue will be updated if additional information is received.

Event description:
Boston scientific received information that this left ventricular (lv) lead was exhibiting impedance measurements greater than 2000 ohms. A revision procedure was performed and the lead was removed from service. No adverse patient effects were reported.